Event description:
It was reported that a vns pt's lead was fractured. Full revision surgery was performed. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.